Event description:
Upon reassessment of the reported event, the device was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: z nail tibia 11mm x 36cm univ cat# 47249536011, lot# 63624893. Tibial connecting bolt tall cat# 00249000507, lot# 63702945. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02630, 0001822565 - 2020 - 02631.

Event description:
It was reported that during trauma surgery the tall jig and locking/connecting bolt would not lock into the nail. The connecting bolt does not turn freely in the jig and would not connect to the nail. This caused the surgeon to drop the nail. Case was completed with the phoenix nail with no issues. Attempts have been made and additional information on the reported event is unavailable at this time.